Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 4 std: ref. (B)(4) / lot 080597 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Forty-nine stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.